Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated they used the new recharger to charge the stimulator to 100% on tuesday, then charged the controller to 100%. Pt stated they went to get an MRI on wednesday but when they tried to put the stimulator into MRI mode the controller displayed a message stating the stimulator battery was too low to access MRI mode. Pt stated previously they would only need to charge every 3 days. Pt stated no programming changes had been made since then, nor falls/trauma. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms/patient complications reported.